Event description:
It was reported that during preparation for a stenting treatment procedure, a catheter shaft broke. The target lesion was located in the left anterior descending artery. The 8 x 2.75mm taxus liberte stent delivery system (sds) was selected and during preparation, while wetting the device with gauze, the sds broke midshaft into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube had broken and only the distal section, which was 27.5cm in length, of the device was returned. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The distal section of the device was returned covered with a blue stent protector and a mandrel inserted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, a catheter shaft broke. The target lesion was located in the left anterior descending artery. The 8 x 2.75mm taxus liberte stent delivery system (sds) was selected and during preparation, while wetting the device with gauze, the sds broke midshaft into two pieces. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).